Manufacturer narrative:
The patient is a 54-year-old ¿white¿, post-menopausal female, weight 185lbs, bmi 30, with moderately dense breasts. Family history: available medical records note ¿yes¿ to family history but no additional details are supplied. Past medical history: anemia (unspecified), depression, basal and squamous cell skin cancer, post menopausal, former smoker. Sometime in 2015 patient reported bruising of her left breast and palpated "something" on exam. She had negative imaging, and an ultrasound was recommended but patient did not get the additional imaging. Mammogram and ultrasound (B)(6) 2016 revealed a 7.2x7.7x8.6mm irregular, solid nodule in the left breast. Left breast biopsy on (B)(6) 2016 revealed invasive ductal carcinoma, ER+/pr+, ki-67 borderline at 19%, her2neu-. Breast MRI on (B)(6) 2016 revealed left breast diffuse spicular enhancement at 8:00, lesions 1.1x0.9x1.1cm, no abnormal lymph nodes noted. Mammaprint was ¿low risk¿ luminal a. On (B)(6) 2016, the patient underwent left ultrasound guided wire placement with left breast lumpectomy and sentinel lymph node biopsy. Due to the void that was left after the lymph node excision a drain was placed. After tumor resection a margin probe was used to assess margin, none of which showed a signal of a positive margin. Based on palpation an additional anterior margin was taken. "Based on the size of the cavity and the patient's preference for whole breast radiation therapy, the decision was to use a biozorb 2x2 implantable device for direction of radiation as well as to fill part of the lumpectomy cavity...electrocautery was then used to make small skin flaps superiorly and inferiorly in the cavity to achieve a more appropriate closure of tissue over the biozorb. Biozorb was then held into place with interrupted 2-0 vicryl sutures. The cavity was then examined and again, all bleeding was controlled with the electrocautery. The deep tissues were closed with interrupted 2-0 vicryl sutures, subcutaneous tissues were closed with interrupted 3-0 vicryl, and the skin was closed with running 4-0 monocryl. The areas were cleaned and sterile dressings of dermabond, telfa, and tegaderm were placed. " pathology revealed ductal-invasive carcinoma (nos), tumor dimensions: 1.2. Grade 2. Stage ia (t1c, n0m0, g2). 0/5 nodes. ER/pr+, her2- immediate post-operative course was uneventful. The patient received whole breast radiation completed on (B)(6) 2017. There are no available medical records for the radiation visits. The patient was started on arimidex (4/2017), then tamoxifen 5/17-8/17, followed by dimestro (natural supplement), which she also discontinued. Office visits at 4- & 9-months post op, patient had no breast related complaints. On breast exam (B)(6) 2017 the biozorb was palpable without tenderness. The patient presented to the breast surgeon (B)(6) 2018, approximately 1.5years post op, complaining of left breast pain that radiated down her left side, "...she felt a new 'rope-like' thing over her ribs, didn't feel anything new in her breast. It was sensitive to touch initially but not much any longer." Review of symptoms noted no breast pain and breast exam revealed no tenderness with a palpable biozorb. The clinician felt this was likely mondor's disease (a rare condition characterized by inflammation and thrombosis of the superficial veins, typically in the chest wall or breast area) or thrombophlebitis. She was offered symptomatic treatment and encouraged that this usually self-resolves. At an office visit (B)(6) 2018, 2 years post op, she reports that she can still feel her biozorb with some tenderness but "...the tenderness is getting less and the lump is slowly getting smaller." Exam at this visit found no breast tenderness and the biozorb remained palpable but had decreased in size. At office visit (B)(6) 2019, approximately 3 years post op, the patient reported that she is "¿still having occasional discomfort and pain 6/10 to medial l breast...she can still feel her biozorb with some tenderness..." Exam at this visit found no tenderness, a "small" biozorb was palpable. At follow up 1 year later, 4 years post op, she had no complaints, "since her last visit she has not had any new breast problems. She can still feel her biozorb (small) but the area is thankfully no longer painful." Exam at this visit found no tenderness, a "small" biozorb was palpable. Office visit one year later, (B)(6) 2021, approximately 5 years post op, the patient reported continued 4/10 breast pain. Exam appears unchanged with a small, palpable biozorb and no tenderness to palpation. Serial mammograms were unremarkable with post operative changes and an oil cyst in the left breast. At a visit 6 years post op, the patient had no breast related complaints, mammogram and clinical exam, with palpable biozorb, were unchanged. Patient underwent right oophorectomy (B)(6) 2022 (no additional details in the available medical records). Office visit 7 years post op, patient complained of pain at the biozorb site, "the area of her lumpectomy & biozorb are still painful (looks like significant dystrophic calcs at site on mmg)." Breast exam was unchanged without tenderness and palpable biozorb. The surgeon "...discussed what can be done about the area of her biozorb but the only thing I can offer at this time is surgical excision which poses no guarantee for a decrease in scar tissue or pains as we would be operating on a previously radiated breast. At this time, she is just going to hold off on any intervention." On (B)(6) 2024, 8 years post op, at a visit with a different breast surgeon, the notes indicate the patient has a biozorb, which has "...created a persistent firmness with seroma that is problematic" with left breast tenderness. Exam revealed a 2cm palpable abnormality beneath the well-healed lumpectomy scar without erythema or fluctuance. The surgeon noted that the biozorb "...has been persistent and caused significant discomfort and chronic seroma." This surgeon recommended removal and placement of a clip to mark the cavity with oncoplastic reconstruction. On (B)(6) 2024, the patient underwent left breast mass explant with adjacent tissue transfer/rearrangement. Post-op visit (B)(6) 2024, reported that the patient was doing well and "very happy" with the result of the surgery. Pathology: "no malignancy identified. Previous biopsy cavity site exhibiting dense sclerosis and dystrophic calcification, adequately excised. No evidence of cytologic atypia or hyperplasia...cross sectioning reveals a cavity measuring 1.2x1.2cm filled with tan yellow granular sebaceous fluid. The wall of this cavity is firm, calcified."

Manufacturer narrative:
An investigation was completed: it was reported to hologic that the patient received a biozorb device on (B)(6) 2016. It was reported that the patient suffered from pain, tenderness, and pressure at the site of implantation that worsened upon contact or movement disrupting her daily life, making it difficult to sleep and causing excruciating pain during mammograms. Patient reported breast deforming and patient underwent additional surgery to have the biozorb removed on (B)(6) 2024. No initial evaluation could be performed because there was no returned sample for this complaint. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: major pain (pain/discomfort/device palpability/sleep disfunction), minor inflammation (limited mobility), major additional intervention (additional surgery/device explantation), physical asymmetry (deformity). A review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Chronic pain, particularly neuropathic pain, affects nearly one-third of patients. (Kwee et al. (2024)), migration can be influenced by several patient related factors which can influence the likelihood of migration after lumpectomy, such as breast density, biopsy location, and biopsy approach. Per a study by ashali jain et al. (2017), marker migration is a relatively common occurrence following stereotactic biopsies, happening in 13% of cases. Swelling is one of the expected events that could occur after surgery and/or radiation therapy regardless of the use of a biozorb device. Due to this, confirmation of the swelling during this event as a normal course of surgery vs being caused by the biozorb is not able to be done. Device explantation is based on the patient¿s physician¿s evaluation of their physical and health state and recommendation; therefore, an investigation into this intervention is not able to be performed for this complaint. Though complications are relatively common, most are manageable with appropriate postoperative care, making lumpectomy a viable option for many breast cancer patients when carefully monitored and followed up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regards to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment biozorb complaint analysis . Updates to the biozorb hazard analysis risk file will be monitored. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a DHR review could not be performed because no lot information was provided.

Event description:
It was reported that the patient received a biozorb device on (B)(6) 2016. It was reported that the patient suffered from pain, tenderness, and pressure at the site of implantation that worsened upon contact or movement disrupting her daily life, making it difficult to sleep and causing excruciating pain during mammograms. Patient reported breast deforming and patient underwent additional surgery to have the biozorb removed in (B)(6) 2024.

Manufacturer narrative:
Device identifier: (B)(4). Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.